Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47 mm in diameter abdominal aortic aneurysm. It was reported that the contrast runs and fluoroscopy were used to determine the proper landing zone for the proximal edge of the graft. A mark was placed on the fluoroscopy screen where the physician felt the lowest left renal artery came off the aorta. The physician deployed the stent graft per IFU technique and successfully implanted the graft on the mark. The physician performed a final angiogram revealing a proximal type I endoleak. The physician changed the c-arm angle from the original angle in attempt to see the renal artery take off better. The subsequent angiogram showed that the physician inadvertently made the original mark 1 cm lower then intended. A new mark was made and then a 32mm cuff was implanted on the mark. The final angiogram showed that the endoleak was resolved. The physician stated that the cause of the event was anatomy; the branches of the sma covered the ostium of the left renal artery making it difficult to view the true take off of the artery. No additional clinical sequelae were reported and the patient is fine.